Event description:
During attempt to cannulate femoral artery, tip of guidewire fractured and lodged in superficial femoral artery. Unable to retrieve did not appear to inhibit flow of blood in vessel. Scheduled for embolectomy next a.m.